Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the manufacturer representative (rep) reporting that they tried numerous troubleshooting methods to resolve the issue but it did not resolve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the lead (lot no. Va1fa08) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# unknown product type accessor. Conclusion code updated from (B)(4) to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1fa08, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an external neurostimulator (ens). The rep reported that high impedance results were observed when testing the lead using the clinician programmer and the ens at 1.5v. The rep reported that the bipolar results ranged from 3800 and 5900 ohms. The lead was tested again at 3.0 v and the results ranged from 2800 to 4800 ohms. The rep reported that the physician removed the lead and dabbed the connection clean between the lead and the extension, as well as decreasing the stress of the depth stop screw, but the issue was unresolved. The rep reported that the lead was replaced with a new lead and the results were within normal range of 1600 to 2200 ohms. The rep reported that the healthcare provider (hcp) kept the lead and tried it in the patient's right brain, with the same result. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.